Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent 11/25/2024 d4 batch #856c79. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned without sterile packaging, with no apparent damage, and with no reload present. Upon visual inspection of the device, what appears to be lubricant was noted in the jaws area. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no damage was observed on the jaws. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 856c79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024; d4: batch # unk; b3: event day and month unknown. Captured as 1/1/24. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9dk08, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the jaws were broken/not properly connected or functioning when unpacking the device. Therefore, the device was not used and a new device was opened. No patient consequences reported. No further information is available.